Event description:
It was reported that the user experienced a hypoglycemia event with a measured blood glucose of 53 mg/dl, followed by self-treatment with oral carbohydrates including soda and chips, after which blood glucose rose to 179 mg/dl. Symptoms included sweating and blurred vision consistent with low glucose. Outcomes included resolution of symptoms following carbohydrate intake without ems involvement or hospitalization. Investigation included internal complaint intake and troubleshooting with user education on recognition and treatment of low glucose. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.